Manufacturer narrative:
An analysis was performed on the returned device. The deformation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. It is likely the guide wire was prolapsed or the device interacted with the vessel causing the device to kink at the distal end of the guide. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a venous closure of the left common femoral vein with a prostyle device using the pre-close technique via an 8f sheath hole prior to a watchman interventional procedure. Reportedly, during advancement a significant bend was noted on the elbow and could not be advanced, so the device was removed. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 17f, and the watchman procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.